Event description:
It was reported that the patient had a few things they think it should be changed on the purewick. Patient did not like the urine collection tubing being in so many pieces. This is just a way to charge more and increases risk of losing pieces. Also, the tubing's seemed to come disconnected or dislodged. The purewick fec needs to be better shaped as it did not stay in place for customer's wife and they have to use towels to keep in place. Also, there should be an adhesive strip as other companies seem to have. They stated that wife occasionally gets urinary tract infection so they would like materials of the purewick flex and original. Per internal bd response, suggested patient confirms all fittings are properly secured before starting use of pucs. Confirmed they were not using tubing over 60 days. Discussed differences in pure wick and newer flex (emailed materials). Mesh underwear may be useful for securing the purewick female external catheter (emailed link to website). Explained there may be an adhesive strap offered in the future, but I would make a note to quality with all of his questions and concerns. Suggested he reach out to his local hcp regarding the utis. Forwarded to complaints. Per customer via phone on (B)(6) 2026, it was reported that the wicks are not suctioning the urine from the patient, and he believes it is causing her to have yeast and urinary tract infections. Patient has an appointment scheduled to see a urologist, but no medical intervention has been provided as of today. Customer was very upset and says that the device is trash. No troubleshooting was performed. Customer was advised to perform troubleshooting to ensure that the device is functioning properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.